Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of a damaged irrigation port was not confirmed. During product analysis the farawave catheter passed all tests performed, showing no evidence of the reported failure. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all tests performed, showing no evidence of the reported failure. In addition, there is a picture attached in the complaint where it is possible to observe the farawave flush port that underwent media inspection; however, there is no evidence of any issue or malfunction related to the device from that media inspection. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of luer damaged/defective is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on all the available information, the allegation was unable to be confirmed and no evidence of a device problem nor any abnormalities were observed during the analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter irrigation port was damaged and could not connect to a flush line. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter was flushed through the irrigation port and the central lumen successfully, but the port could not be connected to a flush line. Three different lines were tried with the irrigation port and none of them could lock onto it. It was also noted that the plastic port was damaged. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter irrigation port was damaged and could not connect to a flush line. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. The catheter was flushed through the irrigation port and the central lumen successfully, but the port could not be connected to a flush line. Three different lines were tried with the irrigation port and none of them could lock onto it. It was also noted that the plastic port was damaged. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.